Manufacturer narrative:
At this time, vyaire medical is currently in the process of evaluating the suspect device. Once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not assisting the patient while in use, and no alarms were present. There was no report of any patient harm.